Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/ non-emergency treatment was delayed for less than 20 minutes and completed by waiting for about 40 seconds for the system to output x-ray. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not be able to generate fluoroscopy due to tube arching. Analysis of system log file showed the occurrence of arc discharging. To resolve the issue, fse cleaned the high voltage plug and adjusted the output of the x-ray tube. Later the issue reoccurred twice, in first occurrence fse installed the drying tool for tube cooling unit and in second occurrence, fse replaced the x-ray tube. Following the replacement of x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not be able to generate fluoroscopy during a procedure. The system was in clinical use at the time of the reported event. No harm has been reported. Philips has started an investigation of the complaint.